Event description:
It was reported that this patient had a previous history of ventricular fibrillation. They had previously cracked their sternum during chest compressions. During implant of their sicd system the tunneling tool had placed the electrode within the cracked sternum. The system was not replaced. This is considered a serious injury as the electrode was placed under the sternum. No additional adverse events were reported.

Manufacturer narrative:
The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis.

Event description:
It was reported that this patient had a previous history of ventricular fibrillation. They had previously cracked their sternum during chest compressions. During implant of their sicd system the tunneling tool had placed the electrode within the cracked sternum. The system was not replaced. This is considered a serious injury as the electrode was placed under the sternum. No additional adverse events were reported.